Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that during the right ventricular (rv) lead's explant, this right atrial (ra) lead was pulled back. The physician attempted to reposition the ra lead, however, it was not possible. The decision was made to explant the ra lead, and during replacement, a decrease in the patient's blood pressure was noted and hemothorax was confirmed by echocardiogram. Additionally, a leak of the contrast agent was observed on fluoroscopy around the superior vena cava (svc), so it was occluded with a balloon and the patient was transported to the surgery department to complete the procedure. Additional information received indicates that the hemothorax seems to be a consequence of the complication caused by the ra lead explant. The lead was successfully replaced. No additional adverse patient effects. The product is not expected to be returned.